Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, there was difficulty inserting the device. After deployment, there was difficulty retracting the foot. The lever was reopened and closed; however, the device could not be pulled out. The device was then surgically removed, and it was found that the device broke apart above the foot plate. The sheath was upsized to a large bore sheath and the tavi procedure was completed. Slight tearing of the vessel wall was noted and was sutured during surgery. Hemostasis was achieved via manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. Difficulty retracting the foot could not be tested due to the returned device condition. Difficult to advance and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of vascular injury (tissue injury) is listed in the electronic perclose prostyle instructions for use (eifu) as a possible adverse event of use of the device. Factors that may contribute to difficulty advancing the device and a guide separation include, but are not limited to, challenging anatomy (patients with femoral calcium which is fluoroscopically visible at the access site), high angle of insertion or excessive downward force. A separated guide will compromise foot functionality and the inability to open and close the foot resulting in device entrapment. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a possible adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
N/a